Manufacturer narrative:
Investigation was performed on product from the same lot and all products met specifications. Based on the testing results of product from the same lot, the covid-19 antigen test (lot i2408056) showed acceptable performance, and no false positive or false positive occurred during the whole 15 min when testing low positive control, high positive control, and negative clinical samples.

Event description:
User purchased 2 fastep covid 19 antigen pen home test as they were having symptoms. The user took two of the tests which provided a negative test result. The user then went to the doctor's office and the rapid test was positive. User then came home after the positive at the doctor's office and tried another test and it also read negative. Product was from lot i2408056.